Manufacturer narrative:
The device was evaluated. The issue of no image pointed out by the customer was reproduced. It was determined that the product specifications were not met. The device evaluation also found water immersion in the main unit's imaging, flooding of the camera cable, scratch on the lens of the main unit, and a crack in the video connector. The internal charge coupled-device may have failed due to flooding of the main unit's image capture and camera cable. Therefore, it is assumed that normal communication was not possible, resulting in the image distortion. The cracks on the video connector indicate that it is no longer watertight. Therefore, it is assumed that the main unit's image capture and camera cables were flooded due to moisture entering the interior. There scratch on the lens of the main unit could not be identified based on the information obtained from the complaint and the investigation results. Since the equipment in question was manufactured more than 15 years ago, the device history record could not be verified. The reported malfunction is address in the instructions for use (ifus): the following statement is found in the "warnings" section in the "instructions for use" section of the instruction manual: - the endoscopic images and functions are not correct. If an abnormality occurs in the endoscopic image or function and returns to normal spontaneously, the device may have already malfunctioned. If you continue to use the device as it is, the abnormality may occur again, and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope out of the patient. Continued use of such an instrument may injure the patient or cause bleeding or perforation. The following statement is found in the "warning" section of the instruction manual "for safe use endoscopic image disappearance and freezing. Do not bump or drop the product. Do not bump or drop the product, as water leakage may cause damage to the product's internal electric circuits. The following description is found in "caution" in the instruction manual "care, storage, and disposal care of external part and cover glass care of external part and cover glass". Never use a hard cloth, etc., which may scratch the cover glass. Olympus will continue to monitor the field performance of this device. Follow-up in progress to obtain additional information regarding the event. If any additional information is received, this report will be supplemented.

Event description:
It was reported the subject device had image distortion. No patient harm was reported.